Event description:
Procedure type: adrenalectomy. According to the reporter: during use parts of the instrument broke and felt into the surgical site. The surgeon had to remove all parts out of the site. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).